Event description:
In situ testing showed affected channels and the user reports hearing with the device is not clear. The user also stated that the hearing on the concerned right side has never been as clear as the hearing on the contra-lateral side and he never heard/understood speech as well on the right side. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels and the user reports hearing with the device is not clear. The user also stated that the hearing on the concerned right side has never been as clear as the hearing on the contralateral side and he never heard/understood speech as well on the right side. It is planned to see the user for an audiological appointment in 3 weeks to perform additional in situ measurements.